Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that at night, she had a tubing detachment and the pump was not dropped because it was in her pajamas. No further information available.